Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate low vacuum alarm but verified failures in logs replaced suspect drive manifold(d104-00-0018) as a precaution and performed full functional check and calibration, unit cycling overnight on catheter and simulator before returning to service.unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm.